Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no related non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a 2.0x15 mini trek balloon dilatation catheter (bdc) was advanced via femoral access without resistance to a heavily calcified lesion in the non-tortuous distal right coronary artery. When inflating the bdc once to 12 atmospheres using an indeflator, the balloon ruptured. The bdc was withdrawn from the anatomy without resistance. Another mini trek was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.